Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one shock for an episode associated with atrial fibrillation (af) with rapid ventricular response (rvr). A request was made to determine whether device operation may have contributed to the reported arrhythmia. Technical services (ts) reviewed the available data and indicated that it was possible, although not confirmed, that device timing interactions may have contributed to the atrial fibrillation episode with rapid ventricular response. Ts also noted frequent rhythmiq episodes and premature ventricular contractions (pvcs), which may have contributed to the reported event. Reprogramming recommendations were provided. This ICD remains in service. No additional adverse patient effects were reported.